Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheterization process, the right femoral vein guide wire was kinked about 10 centimeter in the body and could not be removed from the catheter. There was dimension issue noted on the guide wire. It was suspected that product quality factors caused this adverse event. It was not ruled out that the medical staff's improper operation caused this adverse event. It was considered that improper transportation and storage caused this adverse event. There was no resistance when inserting the guide wire. No excessive force applied on the product. The guide wire did not break into pieces. The guide wire used the one included in the kit. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. No other defects/damages found on the product. This event delayed the patient's condition and prevented from performing dialysis treatment as planned after delayed catheter insertion of the patient, so the patient was tr ansferred to another hospital for 3 days for vascular surgery to remove the guidewire, and it was subsequently reported to the company as a preliminary action and the procedure was completed. There was no blood loss. Blood transfusion was not required. The patient had survived after the event.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheterization process, the right femoral vein guide wire was kinked about 10 centimeter in the body and could not be removed from the catheter. There was dimension issue noted on the guide wire. It was suspected that product quality factors caused this adverse event. It was not ruled out that the medical staff's improper operation caused this adverse event. It was considered that improper transportation and storage caused this adverse event. There was no resistance when inserting the guide wire. No excessive force applied on the product. The guide wire did not break into pieces. The guide wire used the one included in the kit. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. No other defects/damages found on the product. This event delayed the patient's condition and prevented from performing dialysis treatment as planned after delayed catheter insertion of the patient, so the patient was tr ansferred to another hospital for 3 days for vascular surgery to remove the guidewire, and it was subsequently reported to the company as a preliminary action and the procedure was completed after transfer to another hospital, but the details of how it was completed was unspecified. There was no blood loss. Blood transfusion was not required. The patient had survived after the event.

Event description:
According to the reporter, during the catheterization process, the right femoral vein guide wire was kinked about ten centimeter in the body and could not be removed. There was dimension issue noted on the guide wire. It was suspected that product quality factors caused this adverse event. It was not ruled out that the medical staff's improper operation caused this adverse event. It was considered that improper transportation and storage caused this adverse event. There was no resistance when inserting the guide wire. No excessive force applied on the product. The guide wire did not break into pieces. The guide wire used the one included in the kit. Other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. No other defects/damages found on the product. This event delayed the patient's condition and prevented from performing dialysis treatment as planned after delayed catheter insertion of the patient, so the patient was transferred to another hospital for three days for vascular surgery to remove the guidewire, and it was subsequently reported to the company as a pre liminary action and the procedure was completed. There was no blood loss. Blood transfusion was not required. The patient had survived after the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.